Event description:
Customer reported 2 false positive results for all parameters on instrument. Customer indicated that repeated results on alternate instrument were negative for those 2 patient samples. There was no report of injury due to this event.

Manufacturer narrative:
Siemens field service engineer (fse) evaluated the instrument and tightened reagent guide shoe which was slipping into the down position causing misalignment of the strips. This resolves an issue. Instrument is operational.